Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant this pacemaker had an estimated longevity of 10 years. At the 6 months post implant follow up appointment the longevity was 8.5 years. The physician expressed concern regarding the longevity. A copy of the device's memory was preserved and submitted for analysis. Analysis determined that this device was depleting normally. No adverse patient effects were reported. The device remains in service.